Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a computer hardware issue. The computer booted to operating system and application. It was noted that the computer did not power on when power applied unless power button is depressed. Bios check found time/date were incorrect indicating depleted cmos battery. The battery measured 3.04vdc. Replaced cmos battery and set bios settings. Performed patient data removal and virus scan. The computer was installed on a test imaging system and the system readied and functioned as expected. The computer at mvs key turn and 2d, 3d imaging as well as store and accessing stored images successfully. The depleted cmos battery caused the issue. Several power cycles after replacement, a persistent windows image error occurred, prompting to check installation diskette. Performed raid and software reload and the computer functioned for a short while before returning to the windows image error indicating a secondary issue with the hard drive. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Software re-install didn't get rid of the problem. The doctor didn't feel safe to use the system and requested the hardware replacement. Replaced the mobile view station (mvs) computer, reconfigured, and tested the system. It is now working correctly. The replaced computer has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) was unresponsive when the user was attempting to boot up the system. There was no patient present when this issue was identified. No additional details were provided.